Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the first and the second bands did not deploy off the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h10: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b3 and block b5 have been updated based on the additional information received on december 13, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the first and the second bands did not deploy off the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on december 13, 2023: the esophageal variceal ligation procedure wherein the speedband superview super 7 was used in the esophagus was performed on (B)(6) 2023.

Manufacturer narrative:
Block h10: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had all bands attached, and some of them were moved from their position and overlapped. The suture thread was broken, possibly at the time of removing the device. The handle did not have marks of the trip wire being secured. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged., and the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped, the ligator head teeth were bent/damaged, and the trip wire was not secured. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. This could have resulted to an improper deployment of the bands making them overlapped and causing more tension on the device, consequently, bending/damaging the teeth. Although the suture thread was returned broken, since there is no information about a rupture of the suture thread, it is possible that the suture was broken at the time of removing the device, so, it was not coded as a problem. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the first and the second bands did not deploy off the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on december 13, 2023: the esophageal variceal ligation procedure wherein the speedband superview super 7 was used in the esophagus was performed on (B)(6) 2023.